Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the bolus wizard feature. The customer then stated that he was hospitalized for low blood glucose levels. Nothing further was reported.